Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: flooded at the cable and image capture section. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during pre-use inspection for an unspecified therapeutic procedure, when the subject device was connected to the system a blackout occurred and the camera appeared broken. The same phenomenon occurred even after it was rebooted and connected. There were no reports of patient harm.

Manufacturer narrative:
E1- facility name: (B)(6) hospital. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during pre-use inspection for an unspecified therapeutic procedure, when the subject device was connected to the system a blackout occurred and the camera appeared broken. The same phenomenon occurred even after it was rebooted and connected. There were no reports of patient harm.